Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, resistance of the guidewire in the left ventricular (lv) lead was observed. A second guidewire was attempted, but resistance in the lead still occurred. The lv lead was not used. A new lv lead was used and no resistance was felt when the guidewire was inserted. The physician determined that the cardiac resynchronization therapy defibrillator (crt-d) system implant would occur at a later date, therefore the replacement lead was not used. No patient complications have been reported as a result of this event.